Event description:
Pump declared alarm 20 during pumping was reported. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer had previously reported similar alarms but this was the first contact regarding the current issue. Cts confirmed shipping details and instructed the customer to put the pump in storage mode before returning it via prepaid label within 10 days. A replacement pump was to be provided, and the customer was to use mdi as backup therapy to ensure insulin delivery was not interrupted.